Event description:
A malfunction alarm was reported by the customer, characterized by malfunction code malf 0, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information, assisted the customer in resetting the pump, and instructed the customer to call back if the malfunction code recurred. No further occurrences of the malfunction were reported, and the customer was able to continue using the pump.